Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post-op check intermittent far field p-wave oversensing that was causing safety pacing was observed. The patient was asymptomatic. The programming changes were made but there was still intermittent far field p-waves noted on the ventricular channel. Additional programming was made and the oversensing was resolved. The patient is fine and will be followed normally.